Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was just changing her infusion set but was unable to fill the tubing as she got stuck at the fill cannula screen due to her insulin pump's keypad was being unresponsive. The customer's blood glucose level was 11 mmol/l. The customer also reported that the center button was cracked. The customer mentioned that the reservoir lip ring was not damaged and as per them the insulin pump was still functioning. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. Device received with cracked keypad overlay.